Event description:
On (B)(6) 2012, the patient contacted animas, stating that the up arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was peeling at the up arrow keypad button. The down arrow keypad button was intermittently unresponsive; the up arrow and contrast keypad buttons were unresponsive. The ok keypad button was responsive. During investigation, evidence of contamination was found under all keypad contacts.